Manufacturer narrative:
The insulin pump was received with no act button response due to unlocked lcd keypad connector. Displacement test wasn't performed due the keypad anomaly. The device had cracked reservoir tube lip, minor scratches on the display window, and cracked case at display window corner. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump wasn't working. The act button wasn't responding properly when pressed. Customer attempted to bolus and the up arrow button wasn't responding. Customer removed the battery for a moment and the act and up arrow buttons weren't working. Customer's blood glucose was over 400 mg/dl. Customer's mother didn't recall any significant event which may have caused the keypad. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.